Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed a compromised force sensor system alarm during prime. Customer was unable to complete priming. Insulin pump alarmed the same alarm after an infusion set change. Customer's blood glucose was 3.9 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to verify compromised force sensor system alarm due to motor error alarms. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed the self-test, unexpected restart error test, off no power test, displacement test and rewind. The insulin pump received with missing endcap sticker, missing drive support sticker, cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.